Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during testing(preventive maintenance, device is displaying the tf231022, customer has stated that they have several more vents displaying the same tech fault. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: during testing(preventive maintenance, device is displaying the tf231022, customer has stated that they have several more vents displaying the same tech fault. No patient involvement.